Event description:
It was reported that during an unknown procedure, after using the device for about one hour, the surgeon was not able to activate it anymore. The tip of the device broke, but that was after the surgery. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.